Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.

Event description:
On 07/01/2025, a sales representative reported via email that the eyelet of the 3.5 swivelock in the ar-1788j-cp internal brace implant system broke during insertion. They drilled with the hard bone drill and used the correct tap to prep the implant. They had to open another kit to replace the broken swivelock to complete the procedure. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 07/10/2025. Additional information was received on 7/15/2025: a lateral ankle procedure with internal brace and brostrom repair was being performed. The surgery was completed using another ar-1788j-cp internal brace implant system. The procedure experienced a brief delay of a few minutes while a new kit was obtained. No additional anesthesia was administered. The eyelet experienced breakage during the event; however, all fragments were successfully retrieved, and no adverse effects or significant damage were reported postoperatively.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.